Event description:
The manufacturer received information alleging that the patient has difficulty in breathing and also have sinus pain/infection,dry cough.confusion that has become worse as the patient continued to use bipap machine.the patient noticed a slack sticky film hat floats in the water and sticks to the bottom of the reservoir,patient clean out every weeks that are related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.